Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain of peritoneal dialysis therapy on a homechoice machine. The home patient was connected to the device at the time of the observed air. During troubleshooting, it was noted that the clamp on the patient line had remained closed during the priming phase of therapy. This resulted in an incomplete prime. The technical service representative assisted the patient with ending therapy and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who connected themselves and initiated therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.